Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued and the patient was switched to hemodialysis. A contributing cause of the peritonitis was constipation. The patient experienced abdominal pain as a result of the peritonitis and was treated with unspecified antibiotics for the event. The patient was later discharged from the hospital and was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13g29058 and h13i14031 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).